Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, computerized tomography angiography of the chest with contrast was performed per pulmonary embolism protocol. After eleven months, right femoral venogram was demonstrated that inferior vena cava filter was noted to be constricted and demonstrated the occlusion of the right common iliac vein with extensive collateralization to the lumbar veins. There was occlusion of infrarenal inferior vena cava and given these findings no attempt at inferior vena cava filter retrieval performed. Therefore, the investigation is inconclusive for alleged filter tilt and retrieval difficulties. Additionally, it can be inconclusive that the patient experienced pulmonary embolism post deployment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2019). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and before brain surgery. At some time post filter deployment, it was alleged that filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post implant. However; the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and for brain surgery. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post implant. However; the current status of the patient is unknown.